Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot. Review of the logfiles shows a host pc battery issue, and the cause was attributed to an empty host pc battery. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc failed to boot from the operator control panel because the internal three-volt memory battery on the host computer board was faulty. To resolve the issue, the fse replaced the battery. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.